Manufacturer narrative:
Correction: upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or a serious event. Please retract this report 2017865-2018-04839.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture was observed on the right ventricular lead. On (B)(6) 2018 the lead was explanted and replaced successfully. The patient¿s condition post procedure was stable.